Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. Indications for use not reported. The ptm had an error code 8476. A motor stall was seen at initial interrogation. The patient did recently have an MRI but it was not done due to a suspected problem with the device or therapy. It was unknown if had been less than 2 hours since the patient had exited the MRI field. No patient symptoms reported. The reporter planned to contact the healthcare provider and let them know what the code 8476 stood for. Patient/device information, drug, actions and interventions, the cause of the error code/motor stall and the outcome. If additional information is obtained a follow-up report will be sent.